Event description:
Technician found small particle under plunger inside the tube of the syringe. Ndc 00382903096534 50ml syringe bd lot 5003523. [Date redacted] emailed bd rep [redacted]. Mailed on fedex trk# [redacted]. Manufacturer response for 50ml syringe, (brand not provided) (per site reporter). [Date redacted] emailed bd rep [redacted]. Mailed on fedex trk# [redacted].